Event description:
Complainant alleged that during open heart surgery while defibrillating a pt using internal handles, burn marks were seen on the heart. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.